Event description:
It was reported that the patient underwent a primary surgery on an unknown date to receive a hip arthroplasty with cable ready gtr plate and cables. There was a bone graft between the cable ready plate and the hip stem. The graft did not take which caused the plate and cables to become loose. The patient underwent a reoperation to remove the plate and cables.